Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer stated that the motor error alarm occurred during manual priming. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 202 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit was received with motor error alarm during occlusion test due to faulty back pressure sensor. Motor passed motor test. Unable to confirm motor position encoder error alarm due to erased history file caused by several a47 alarms in the history file. The a47 alarms were due to a corrupted history file. Unit had a minor scratched lcd window and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.